Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a break in the hypotube at 21.2cm distal to the strain relief. Both returned sections of the device had kinks in the hypotube. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-jun-2016. It was reported that insertion difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. After pre-dilation was performed with a 2.0x15 maverick balloon catheter, a 32 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion but had insertion difficulties. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken.